Event description:
It was reported that during use with bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function and blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter: the retraction of the rubber over the non patient end needle did not happen correctly, resulting in blood spills on the tubes and in the needle holder. It is not known whether the rubber was defective before blood collection or this happened during blood collection.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 15 retention samples from bd inventory were evaluated by functional testing, each used to draw a tube, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.